Event description:
It was reported that during an unk procedure, the handpiece emiteds some noise. Another like device was used to complete the procedure. No pt consequence were reported.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code, but a hissing sound was heard. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted.